Manufacturer narrative:
The device was received deployed. A crack was observed on the top housing. Inspection of the device along with the data suggest that this crack had no effect on the device's functionality. During inspection of the fluid path, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected and an area of inadequate sealing was observed. This inadequate sealing diverted insulin from the intended fluid path which impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours.